Event description:
A report was received that the patient was having a huge golf sized lump at the pocket site after an explant procedure (MFR report #: 3006630150-2015-00107). The physician aspirated the ipg site with a needle but no fluid was removed. The patient was advised to come back in a month for follow up.

Manufacturer narrative:
Additional information was received that lump at the pocket site was believed to be procedure related. No further course of action.

Event description:
A report was received that the patient was having a huge golf sized lump at the pocket site after an explant procedure (MFR report #: 3006630150-2015-00107). The physician aspirated the ipg site with a needle but no fluid was removed. The patient was advised to come back in a month for follow up.

Manufacturer narrative:
(B)(4)